Event description:
It was reported that during a cardiac ablation procedure using the arctic front advance ous 28mm balloon catheter, the machine repeatedly reported error 50022, a system notice indicating a mechanical component error, during the second ablation. The initial ablation lasted 180 seconds without issues. Troubleshooting steps included unplugging, plugging, and replacing the auto connection box and electrical umbilical cables, as well as restarting the machine, but these did not resolve the error. The issue was resolved by replacing the balloon. The procedure was completed with cryo. The console was serviced on a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 20630 were received and analyzed. Five patient data files were received and recorded on the reported date of the event. Patient file #1 showed 4 applications were performed using catheter number 1 identified as 2af283 with lot 20630-032 and showed system notice 50022 (mechanical component error) during ablation at applications 3, 4. Patient file #2 showed 4 applications were performed using catheter number 1 identified as 2af283 with lot number 20630-032 and showed system notice 50022 (mechanical component error) during ablation at applications 3, 4. Patient file #3 showed 1 application were performed using catheter number 1 identified as 2af283 with lot 20630-032 and showed system notice 50022 (mechanical component error) during ablation at application 1. Patient file #4 showed 2 applications were performed using catheter number 1 identified as 2af283 with lot 20630-032 and showed system notice 50022 (mechanical component error) during ablation at application 1. Patient file #5 showed 1 application were performed using catheter number 2 identified as 2af283 with lot 20630-008 and showed system notice 50022 (mechanical component error) during ablation at application 1. Visual inspection of the balloon catheter was pe rformed and external visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.